Event description:
No return is expected. Over the last few months, this account has had multiple issue with error readings when using the ventrix intracranial pressure monitoring system. Some monitors have been returned for service with no issues noted. Out of 20 nl960-v catheters purchased over these last few months, approximately 15 catheters have exhibited error readings such as e30 when in use. The catheters are removed and the fluid filled system is used to continue to monitor the pts. No pt injuries have been reported. These catheters are placed by several surgeons, therefore it is difficult to attribute the error readings to user error replacement issues. The catheters have been disposed and are not available for evaluation. No lot numbers are available. A review of this customers purchase records will be conducted to determine which lot numbers have been shipped to this account within these last few months.